Event description:
It was reported that the patient experienced stimulation in the wrong location and increased pain, despite several reprogramming. X-rays were taken, and no apparent system integrity issues were seen. It was noted that the patient had fallen against a railing in his basement approximately one year ago; however the device was not affected. The patient met with a new physician on (B)(6), 2012, and his leads and neurostimulator were repositioned on (B)(6), 2012. Following the revision the patient again noticed stimulation in the wrong location, but was successfully reprogrammed on (B)(6), 2012.

Event description:
Additional information received reported that the patient again experienced stimulation in the wrong location and a loss of therapeutic effect. The patient turned his stimulation up to 10.0 volts but felt very little stimulation. The patient had been reprogrammed, but did not feel that it was as good as the reprogramming after his revision.

Manufacturer narrative:
Lead model 3778-60 (B)(4) implanted: 2010-(B)(6) explanted: unk, lead model 3778-60 (B)(4) implanted: 2010-(B)(6) explanted: unk.

Event description:
Additional information was received from the patient's original hcp. It was reported that the patient was seen on (B)(6), 2010 following the fall against the basement railing and some non-functioning leads were seen when a manufacturer representative attempted to reprogram the device (see MFR. Rep. # 3004209178-2010-10377). The patient was reprogrammed multiple times after this meeting but felt he was no longer getting coverage. Stimulation was positional and no longer the way it had been after implant, and the patient had increased pain in his left leg. An x-ray was taken on (B)(6) 2011, but the results were not provided. The patient had an appointment scheduled with the hcp for (B)(6), 2012, but cancelled it and stated he was being seen by another provider. A manufacturer representative clarified that the (B)(6) 2012 revision replaced the patient's leads due to migration, and a desire to replace the compact leads with sub-compact leads. The cause of the migration was unknown.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: na, lead model 3778-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: na, programmer model 37743, serial# nke153608n, recharger model 37752, serial# (B)(4).